Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03216. It was reported during the patient's permanent procedure, the physician experienced difficulty placing a model 3286 scs lead through the epiducer due to both the epiducer (noted as user error) and the patient's anatomy. Subsequently, the physician used the model 3186 scs lead to completed the procedure; however, during the epiducer procedure ad the implant of the model 3186 scs lead the patient experienced leg pain. It was also reported the procedure was extended by 45 minutes to 1 hour and post-operative stimulation was in the left side/abdomen area. F/u identified the patient is still experiencing leg pain and wants the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.